Event description:
It was reported that insulin pump has been exposed to moisture damage. It was also reported that there is damage to the insulin pump. Customer reported that moisture can be seen in the lcd display screen. Customer's blood glucose reading was 53mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The device also had minor scratched display window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.